Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys anti-hcv ii immunoassay results for three patient samples from cobas 8000 e 801 module serial (B)(4). The samples were repeated on an architect analyzer. Patient 1: initial result was (B)(6) and the repeat result was (B)(6). Patient 2: initial result was (B)(6) and the repeat result was (B)(6). Patient 3: initial result was (B)(6) and the repeat result was (B)(6). Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
Further investigation was unable to find a definitive root cause.

Manufacturer narrative:
Samples from the patients were submitted for investigation and the customer's negative results were confirmed using the elecsys anti-hcv ii immunoassay. The samples were also tested using inno-lia and the results for patients 1 and 2 were negative. The result for patient 3 was indeterminate.